Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal injections of vancomycin (1 gram, once in fourth day) and amikacin (250 milligram, once daily). The pd therapy was ongoing. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event (previously not reported). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown titanium adapter, (B)(4) addresses the transfer set report, (B)(4) addresses the minicap report for this patient.